Event description:
Related manufacturer reference number: 2017865-2022-22639. Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The pacemaker device exhbited low pacing impedance measurements on the right atrial (ra) and right ventricular (rv) channels, possibly related to the epi alert. Both ra and rv leads' impedance tested normally on their own during the explant procedure. However, the patient's ra lead did exhibit noise over-sensing that caused inappropriate automatic mode switch episodes. No intervention was done for the ra lead. Patient was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.